Event description:
The return product was received by the MFR following pump removal due to an infection. The drug in the pump was compounded baclofen. The dose and concentration were not reported. No other symptoms or outcome were reported. Add'l info has been requested from hcp, but was not available on the date of the report.

Manufacturer narrative:
Final device analysis results reveals no anomaly found - normal device function.